Manufacturer narrative:
Eval codes: results (other): eval of the returned product confirmed the unit did not power up when using batteries. The unit powered up when using an ac adapter or an external power supply and passed functional tests. The unit battery door is missing. Also the battery contacts and springs are corroded due to battery leakage. Further investigation revealed after the battery springs and contacts were cleaned and batteries reinstalled the unit powered up and passed all functional tests. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).

Event description:
Customer reported that the alarm has no power. The alarm was tested with new batteries. There was no pt incident or injury reported.